Event description:
Per the clinic, the patient was admitted to the hospital and successfully treated with IV antibiotics for an infection around the implant site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the infection has been treated successfully and the patient resumed use of the device. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B)(4).